Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since a k-wire was placed in the patient's spine in a different position than desired with the brainlab device involved, despite according to the surgeon: there was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to the incorrect placement of one k-wire (also no negative clinical effect due to surgery prolongation of about 30 min). The k-wire placed unintendedly was removed and four k-wires/screws were placed successfully without aid of navigation, at the very same surgery. At the end of the surgery all k-wires/screws were placed in their correct final positions as intended, and the outcome of the surgery was successful as intended there are no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the deviation of the right l4 k-wire from its intended position in the pedicle was a relative movement of the patient anatomy between the vertebra operated on (l4) in relation to where the navigation reference array was placed (iliac crest) due to (normal/expected) forces applied when preparing the bone using the pedicle access needle (and a mallet). These vertebra movements relative to the navigation reference array cannot be recognized by the navigation system when displaying tracked instrument positions on the registered image dataset. Apparently, the resulting deviation in navigation was not recognized during advancement of the pedicle access needle and k-wire inserted at right l4 with the necessary navigation accuracy verification after registration, draping, and throughout the procedure not sufficiently performed. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery (mis) (on (B)(6) 2020) on the spine for a posterior l4-l5 fusion, was planned to be performed with the aid of the display by the brainlab spine & trauma 3d navigation (B)(6). Two anterior screws and cages had been placed between l4/l5 and l5/s1 prior to this procedure the same day. During the procedure the surgeon: positioned the patient in prone position on the operating room table. Attached the navigation reference on the psis (posterior superior iliac spine). Performed a 3d fluoroscopy scan using a non-brainlab 3d c-arm and accepted (without verification) the automatic registration of the current patient anatomy to the navigation (to the intra-operative 3d fluoroscopy scan imported into and used by the navigation). Calibrated the brainlab pedicle access needle (pan) and verified its accuracy. Made a small incision and inserted the pan. Placed a k-wire at right l4, using the pan and a mallet for this procedure. Suspected the patient's anatomy had moved (the reference movement warning was displayed by the navigation sw around this time as well). Verified registration accuracy using the brainlab pointer (on the spinous process) and detected a lateral deviation (of 2-3 mm). Verified stability of the reference by hand to determine that the array itself did not move. Used a c-arm to verify the k-wire placement at right l4, deemed it not accurate, and removed the k-wire. Proceeded without navigation, placed k-wires and screws on left/right l4 and l5, using flouro imaging for intraoperative verification. According to the hospital / surgeon: there was no direct (or increased) risk of harm to a critical structure due to this issue. There was no actual harm/negative clinical effect to the patient due to the incorrect placement of one k-wire (also no negative clinical effect due to surgery prolongation of about 30 min). The k-wire placed unintendedly was removed and four k-wires/screws were placed successfully without aid of navigation, at the very same surgery. At the end of the surgery all k-wires/screws were placed in their correct final positions as intended, and the outcome of the surgery was successful as intended. There are no further medical/surgical remedial actions necessary, done or planned for this patient due to this issue. Hospitalization was not prolonged either.